Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR- boston scientific received information that the threshold measurement on this right ventricular lead had increased. As this patient is pacemaker dependent, the output was increased to ensure capture. It was indicated a lead revision would be planned in the future. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.